Event description:
It was reported that an out of range pacing impedance spike was observed in a patient with a medtronic right ventricular (rv) lead and boston scientific device. The connection between the device and the leads was verified using diagnostic imagining and appeared normal. At this time, evidence suggests the system remains implanted and the physician will continue to remotely monitor the device. The patient was stable with no adverse consequences.